Manufacturer narrative:
The insulin pump passed displacement test. No unexpected power loss alarms noted during testing. The power management graph indicated connector resistance issue. Unexpected replace battery now alarms were present in the pump history file due to connector resistance issue. Connector for connector board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a few days with the insulin pump functioning properly during testing as shown in the power management graph. The insulin pump was received with pump error while monitoring, high sleep current measurement and high active current measurement due to slight corrosion on motor home switch. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and moisture damage on force sensor assembly.

Event description:
The customer reported via phone call that they had replace battery now alarm. The customer¿s blood glucose level was unknown at time of incident. Customer reported that they did not receive a low battery alert prior to the replace battery now alarm. It was also reported that the second occurrence of replace battery now without a low battery warning. Customer had received multiple power loss alarms when batteries are out of the pump less than 10 minutes. The customer was advised the pump will need to be replaced. The customer was advised that they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump was returned for analysis.